Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the issue was not resolve after troubleshooting on the phone. Patient to meet with hcp on (B)(6) 2020 to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and hcp regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient called stating that he wanted to know how to put his ins in MRI mode. The patient said his ins was not charged and the patient attempted to connect to his ins with his recharger and he received the poor communication screen. The patient said he last charged his ins "about a month ago." The patient tried connecting to his ins by turning his dial, but the patient couldn't connect. The patient was walked through an antenna locate and the second time the screen switched to por. The patient then confirmed seeing a normal charge screen and he had 8 coupling boxes. The patient was going to charge the ins and then call back for help putting the ins into MRI mode. The patient called back and mentioned having difficulty with charging along with the por message that was seen. The patient said he has consistently gotten the call hcp - por screen on both the programmer and recharger since the week prior to the report. The patient confirmed it was a warning por message. The patient said he "thinks" he had an MRI done. No further complications were reported.